Manufacturer narrative:
To date, the device has not been returned to boston scientific's post market quality assurance laboratory. The event will be reopened if additional information is received and/or the device is returned for analysis.

Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected a red alert (device battery has reached end of life (eol)). The local representative was notified of the alert. The data had already been reviewed by the clinic on latitude's physician web site. Subsequently, the patient contacted latitude patient support (lps) to report this the implanted device had been explanted that morning and the communicator was generating a blinking red light associated with a displayed code of 3-00000800. Latitude customer support (lcs) contacted the clinic and was informed that a follow-up call from technical services concerning the blinking red light was not required as the device had already been explanted. The device triggered elective replacement indicator (eri) in (B)(6) 2009 and eol in march 2010. The eol trigger was associated with a monitoring voltage of 2.64 volts and a charge time of 30.0 seconds. The patient advocate contacted patient support about the blinking red light and code number. The patient advocate was informed that a patient initiated interrogation (pii) could not be performed as the chronic device had already been explanted and the patient's old communicator cannot read the new device. Patient support was notified that the patient had performed his last interrogation just prior to the device replacement procedure. The patient advocate was instructed to unplug the old communicator for return to boston scientific.